Event description:
The customer contacted physio-control to report that their device displayed a ¿connect electrodes¿ message when a patient was properly connected to the device via a quik-combo therapy cable and physio ready pak therapy electrodes. As a result, defibrillation would not have been possible because the device could not detect the patient load. Medical personnel retrieved a second AED and continued patient therapy. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient. The customer advised that no further details are available now, they will attempt to obtain more information.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was an 82 year old female that did not survive the reported event. Patient information fields a2, a3 and b7 have been updated. The customer, a heath care professional, advised the device did not contribute to the patient's outcome.

Event description:
The customer contacted physio-control to report that their device displayed a ¿connect electrodes¿ message when a patient was properly connected to the device via a quik-combo therapy cable and physio ready pak therapy electrodes. As a result, defibrillation would not have been possible because the device could not detect the patient load. Medical personnel retrieved a second AED and continued patient therapy. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient. The customer advised that no further details are available now, they will attempt to obtain more information.

Manufacturer narrative:
H6: physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, the issue was verified through the device's electronic records. Three times in the patient event record it showed "patient connected" immediately followed by "connect electrodes" and no ECG trace was visible throughout the event. Additionally, the impedance value was hovering slightly above 300 ohms, the maximum threshold for patient impedance. Physio replaced the therapy wire harness as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed therapy wire harness and observed that it was functional. The therapy electrodes used in the event were not returned to physio for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a ¿connect electrodes¿ message when a patient was properly connected to the device via a quik-combo therapy cable and physio ready pak therapy electrodes. As a result, defibrillation would not have been possible because the device could not detect the patient load. Medical personnel retrieved a second AED and continued patient therapy. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient. The customer advised that no further details are available now, they will attempt to obtain more information.